Event description:
During surgery, the flexible reamer broke. The surgery was delayed approx 20 minutes.

Manufacturer narrative:
Examination was not possible as the product was not returned. Although the complaint is non-verifiable, heavy usage/wear out may be a contributing factor, as the provided date code indicates the product is going on seven yrs old. A two-year search of the complaint database found no prior reports for this product number. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.